Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer had not address bg level at time of troubleshooting. Reportedly, the customer continued to use current pump for insulin therapy.